Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - the ventilator device did not pass the self test and alarmed. - this occurrence was noticed during preoperational check. - various alarms were observable both visually and through hearing. Te285001(alarmlampserrordefect), te285002(alarmlampswarningdefect), te233001(autozeropventmonitorfail), te233004(autozeroqawfail), te233003(autozeropawfail), te233006(nebulizervalveerror). - the ventilator device log files were provided to hamilton. - there is no patient involvement reported. - the need for medical intervention was reported. The ventilator device was exchanged because there was need to have a working ventilator device available. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the ventilator device did not pass the self test and alarmed. This occurrence was noticed during preoperational check. Various alarms were observable both visually and through hearing. Te285001(alarmlampserrordefect), te285002(alarmlampswarningdefect), te233001(autozeropventmonitorfail), te233004(autozeroqawfail), te233003(autozeropawfail), te233006(nebulizervalveerror). The ventilator device log files were provided to hamilton. There is no patient involvement reported. The need for medical intervention was reported. The ventilator device was exchanged because there was need to have a working ventilator device available. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.